Event description:
The customer reported the full volume of methotrexate was to be infused over a 4 hour time frame however, at the end of the 4 hours there was 75ml of methotrexate left in the bag. Rate accuracy testing identified the pump was within specification during conversation between the biomed and nurse the biomed had a suspicion the IV might have been connected on the bag side port of the adjacent pump which had a lower programmed rate. The biomed was wondering if that could cause a slowing of methotrexate with the two pumps.

Manufacturer narrative:
The customer¿s report that the pump module under infused was not confirmed. Review of the pcu event log shows that a primary infusion of methotrexate was programmed on pump module s/n (B)(4) unit b to infuse at different rates and vtbi. All infusion programs completed as programmed. Total volume=896.684ml. There were no obvious programming errors that would result in the reported event of an under infusion. The primary infusion program completed and device was channeled off. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The suspicion that the IV might have connected on the bag side port of the adjacent pump cannot be determined through a review of event logs. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided. Lvp sn (B)(4) gtin not provided.

Event description:
It was reported that methotrexate was programmed at an unspecified rate to infuse over 4 hrs. However after the infusion was completed the user noticed 75ml remaining in the bag. Other lvp module was reported however fluid or rate not specified .there was no report of customer harm. Biomed tested the device for rate accuracy and it is within specification.